Manufacturer narrative:
Hologic technical support (ts) reviewed (B)(4) and noted that there are few positives in group of 2. The kinetics don't indicate anything wrong, the samples seems to be true positive. Ts recommend that the customer perform monthly maintenance and clean benches and touch points with fresh cleaning solution. Also recommended cleaning the sample racks. Ts documented the issue and discussed the results with the customer.

Event description:
Customer call hologic questioning a sars-cov-2 result. Customer reported the positive samples were running lower on the panther instrument (sn (B)(4)). Customer noted that the normal range is 1200-1300 and every run or so they will have a sample or two running in lower/less than 1000. The run in question ((B)(4)) had more than the normal number of lower positives 700 range. Customer did not report out the results and waited for hologic to review the logs.